Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to kidney and blood glucose issues. The customer stated that the kidney issues were caused by a lack of insulin. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. Nothing further was reported.